Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a trans-oesophageal echocardiogram (toe) and was found to have a possible fibrin strain on the outside of the inflow cannula. The patient had been adequately anticoagulated since implant. Log files were analyzed and there were no unusual events or evidence of a clot. The echocardiogram (echo) was reviewed and there was no evidence of a clot also.

Event description:
Additional information was received that the fibrin stain and thrombus were ruled out by the medical team. The patient was asymptomatic and no treatment was needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b is currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.